Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
They were transporting the patient from one part of the hospital to another. After 90 minutes on battery the unit powered off. The perfusionist said that they did not know if any alarm switched on showing that the battery was getting low. The pump just stopped and they ended up in hand cranking. There was no injury to the patient resulting from the evidence. (B)(4).

Manufacturer narrative:
(B)(4). Due to lack of information the complaint is being closed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4). Autonumber: (B)(4).

Manufacturer narrative:
(B)(4). We have no service order or any investigation of maquet service because the hospital has not service contract with maquet. In an email the ssu told me that the device was investigated by the hospital`s biomed service themselves. They had a power strip on their ECMO cart and they determined there was one outlet in the strip that was not working the one the rotaflow was plugged into. They did not have power during the transport within the hospital they used hand crank and got a new rotaflow unit. Since the incident they have replaced the power strip and also replaced the battery. No harm on the patient was reported. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4). Autonumber: (B)(4).